Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited impedance greater than 2,000 ohms. Guidant received additional information that the lead was explanted due to a lead fracture and insulation failure. A new lead was successfully implanted. The lead has been returned for analysis.